Manufacturer narrative:
Manufacturer's report date 11/6/1996. File# 09/96-158 the pump was returned and visually and functionally tested. The pump was found to have an inconsistancy (overinfusing) in rate accuracy. Inspection of the pressure plate revealed signs of wear. It was determined that the rubber pad on the pressure plate assembly was worn and prevented complete pinchoff of the disposable resulting in freeflow. The unit was routed through our service department for repair and returned to the customer. Co will recommend to the user facility to refer to service bulletin #131(9/21/83) for mechansim leak test during periodical inspection of the device.

Event description:
Pt was placed on a heparin drip at 20cc's an hr. The pump was set correctly, using 100 ft tubing, at 3. The pt received 400cc's of heparin in 9 hrs.